Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, customer reported door was not closing properly. Initial inspection found that rotor was out of alignment. Properly aligned rotor and verified that issue was resolved by opening and closing door multiple times. Completed full system checkout in accordance with advanced service manual. System returned to clinical use. Noted damage to upper and lower door cover. Another case would be opened to document those repairs. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000626, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the site was unable to open the gantry using the pendant while it was around a patient. Site used the manual door opening procedure to remove imaging system from field. Site also reported seeing a piece of the system come off the top front portion of the gantry. Patient was present. No additional information was provided.